Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Event description:
It was reported that a transfer set leaked as a result of broken occluder feet. There was no report of patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is completed. Visual inspection was performed with naked eye and magnification and identified broken occluder feet. Leak testing was performed and identified broken occluder feet (leak through set). Clamp function testing was performed and broken occluder feet (leak through closed mini set sleeve) were noted. Clear passage testing was performed with no issues noted. The reported condition was verified. The assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.